Event description:
It was reported that the programmer will not power on. A different power jack and power cord were used, and no power to programmer. The programmer was returned to the manufacturer for repair. No patient involvement reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Programmer will not power on. Power supply will not power on without being connected to programmer. Power supply found out of electrical specification.